Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device was in good condition with no external damage. A review of the event history log identified auxiliary control unit (acu) watchdog and primary audible alarm background (bgnd) and base time errors in history. During functional testing using multiple flow and occlusion tests was unable to duplicate the acu watchdog, primary audible alarm bgnd test and base task timeout errors in history. The root cause was unable to be determined. The speakers were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that there was and auxiliary control unit(acu) watch dog failure base test time out/primary audible alarm. No patient involvement or injury was reported.